Event description:
Vague report received, no details received regarding exact date of event, product or lot number affected. Customer reported fluid leaked from the pump segment during an infusion. No pt harm reported. No product return expected, customer reported the set was discarded. There was no pt harm and no medical intervention was required. Customer did not provide any add'l event or pt info.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The set was discarded. The customer complaint of set leaking from pumping segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unk model and unk lot number due to no info being provided by customer.